Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: report from ebme team that they received a c1 which was presenting with te231002 (external flow sensor failed) on a few occasions. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: report from ebme team that they received a c1 which was presenting with te231002 (external flow sensor failed) on a few occasions. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.